Event description:
On (B)(6) 2012, the incorrect concentration of baclofen was placed in the pump during a routine refill. When the patient opted to have the incorrect concentration removed and the correct concentration placed in the pump, they attempted to aspirate from the catheter access port and got no csf return. An x-ray was done (B)(6) 2012; the results were not reported. Old images were reviewed and the catheter appeared intact (B)(6) 2012. On an unrelated CT scan done (B)(4) 2012, the catheter was seen to be fractured. The day before the catheter revision/replacement, the pump was filled with saline. During the catheter revision/replacement, they planned to remove the pump from the pocket and refill it with baclofen on the back table. The catheter was found to be fractured and had pulled out of the intrathecal space. There was reported to be no patient injury. The patient recovered without sequela. It was noted that the patient had no symptoms related to the event, but 2 months prior she had had a few days of symptoms similar to withdrawal including itching and increased spasms, but that resolved with a change in concentration.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter product ID, 8578 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4). The distal portion of the catheter was returned. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
A family member reported the patient¿s catheter broke apart in different pieces, and part of the catheter had migrated up ¿by the patient¿s brain stem and still resided there¿. The patient had a revision on (B)(6) 2012. A new pump and catheter were placed on (B)(6) 2012. As of (B)(6) 2013 the family member was concerned about the catheter piece that had migrated to the brain stem. The physician was going to ¿leave it in the brain¿ unless there was an issue and it needed to be removed. As far as the family member knew, the catheter was still implanted in the patient, ¿everything was left in the patient¿. When the patient had x-rays they could visually see all the pieces of the catheter.

Event description:
Additional information received reported as of (B)(6) 2013 the catheter piece in the patient¿s brain stem was not pressing on her brain stem. The surgeons reportedly didn¿t understand how the catheter went up instead of down. The issue was noted to be ¿a little bit of a concern¿. It was then reported the health care provider (hcp) stated the ¿catheter was not in the spine and there was a small piece around her shoulder¿. The reporter was not sure if that was a separate part from the piece currently in the patient¿s brain stem. The neurosurgeon reportedly stated to the patient¿s family that the piece in her brain stem was the scariest thing he had ever seen with pumps. It was reported that according to the hcp, the catheter was ¿never in place from (B)(6) 2011 procedure¿ (refer to manufacturer report # 3004209178-2013-19438). During the catheter procedure, reportedly on (B)(6) 2012, the hcp placed the catheter a ¿little higher¿ than it had been implanted for the first two procedures. It was noted during the first two procedures that differ ent hcp had placed the catheter lower. The filling error prior to the revision, as previously reported, was discussed again. At 9:00am on (B)(6) 2012 the patient had gone into the hcp¿s office to have the pump refilled and the dose increased. At 12:00pm that same day, the nurse called the patient¿s mother and told her that she wanted the patient to come back to have a setting corrected. The nurse had ¿also¿ put too high of a concentration of drug in the patient¿s pump for the refill. The reporter couldn¿t recall if the nurse had told her on the phone conversation that the concentration was too high. The reporter was referring to the notes she had taken about the event. It was reported ¿at 2:00pm the doctor called back and said that the nurse had taken out the high concentration but could not take out what was in the spine and the doctor was not able to draw it out¿. The pump was then at that time filled with saline and the hcp recommended the patient go to a different clinic/hospital as well as on oral baclofen, 10mg one to four times per day. The reporter was a poor historian regarding the timeframes of the patient¿s events and the reported event timelines did not correlate with the device manufacturer¿s implant registry system. No further information was provided.

Manufacturer narrative:
Analysis of the catheter (serial # (B)(4)) found broken catheter body. It was noted that the most distal end of the catheter segment had a slight jagged look to it along with an oval shape when viewed in cross section. This indicated that the catheter was compressed at that area and most likely broke at that point.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.